Event description:
During a post opeative examination, the doctor reportedly detected metal flakes in the pt's iris. The doctor believes that the particles may have come from the handpiece. It is not known which of two handpiece was used with the pt. The phaco needle was discarded and both handpieces are continuing to be used by the hosp without further incidents. There was no harm to the pt.